Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gsp 166725: mps (B)(6) reported doctor not happy with recent outcomes of his total knee. Gapping on the implants seems to be 2mm too proud. Tka pic attched. Resolution: checked both arm accuracy and camera accuracy. Arm accuracy on the left side was a little out of tolerance so I performed kin kal. The right side of the arm accuracy was well within tolerance. Camera accuracy passed testing and lenses were clean. All other pm checks were all within tolerance. No errors found in the log files. System is ready for clinical use.

Manufacturer narrative:
Reported event: an event regarding implant trial gaps during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 165 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding implant gaps. There was one other reported event for the listed catalog number (B)(4). Conclusion: a comprehensive product inspection could not be completed because log files and session files were not provided after three communications to the mps. However, the robot was service to investigate potential arm accuracy issues, with the results described below. Resolution per (B)(4): checked both arm accuracy and camera accuracy. Arm accuracy on the left side was a little out of tolerance so I performed kin kal. The right side of the arm accuracy was well within tolerance. Camera accuracy passed testing and lenses were clean. All other pm checks were all within tolerance. No errors found in the log files. System is ready for clinical use.

Event description:
(B)(4): mps (B)(6) reported doctor not happy with recent outcomes of his total knee. Gapping on the implants seems to be 2mm too proud. Resolution: checked both arm accuracy and camera accuracy. Arm accuracy on the left side was a little out of tolerance so I performed kin kal. The right side of the arm accuracy was well within tolerance. Camera accuracy passed testing and lenses were clean. All other pm checks were all within tolerance. No errors found in the log files. System is ready for clinical use.